Event description:
A caller reported experiencing alarm 2 followed by alarm 26. During troubleshooting with tandem technical support, the customer successfully loaded a new cartridge and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.